Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was unable to be confirmed as no log files were submitted; however, it was reported that the low flow alarms were secondary to hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(4) with no further reported issues at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hypertension and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. ¿introduction¿ of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room with recurring low flow alarms (lfas) on (B)(6) 2022. Lfas were thought to be likely in the setting of hypertension. The patient was given intravenous hydralazine along with amlodipine and isosorbide mononitrate. The patient was continued on amlodipine and hydralazine and was admitted for blood pressure control. His mean arterial pressures were noted to be in the range of 91-100 mmhg in the emergency room. The lfas persisted despite adjustments made in antihypertensive regimen. A right heart catherization was completed which showed that speed optimization study wasn't required. A right heart catherization was notable for hypovolemic state. The patient was started on intravenous normal saline. The patient experienced cardiac arrhythmia on (B)(6) 2022. He was about to ambulate to the bathroom when he experienced an alarm. He slid from the bed to the floor and the implantable cardioverter-defibrillator (ICD) fired one time. The patient complained of dizziness but denied any chest pain. The type of arrhythmia was not known as the device was not interrogated. The event was resolved without sequelae on (B)(6) 2022. The patient did not have a history of arrhythmia and did not have an ICD prior to implant.

Manufacturer narrative:
Section b5: all reported events that occurred on (B)(6) 2022 that were included in the previous report will be covered under manufacturer report number 2916596-2022-13074. The patient involved in this event did not experience arrhythmia and does not have an implantable cardioverter-defibrillator (ICD). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was unable to be confirmed as no log files were submitted; however, it was reported that the low flow alarms were in the setting of hypertension, which was treated. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient presented to the emergency room on (B)(6) 2022 with low flow alarms. The low flow alarms were thought to be likely in the setting of hypertension, the patient was admitted for blood pressure control, and the patient was given intravenous antihypertension medication. A right heart catheterization found that a pump speed optimization study was not required, and the right heart catheterization was notable for hypovolemic state. The patient was started on intravenous normal saline. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04apr2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 ¿introduction¿ of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.